Event description:
The customer alleged they received questionable troponin I stat (tni) results on their e601 analyzer for one patient. The patient was brought into the hospital while having CPR performed. The discrepant results came from blood samples drawn from an IV. The patient's initial tni result from the primary tube was 1.55 ng/ml and it was reported outside the laboratory. The doctor questioned the result. At the time of the initial patient sample draw, the patient had another sample drawn and tested using whole blood on a triage tni method and the result was negative. The triage test reports anything less than 0.05 as negative. Later that day, the patient had a third sample drawn and the result from the primary tube was 1.48 ng/ml from the same e601 analyzer. This result was reported outside the laboratory. On (B)(6) 2012, the customer tested the filtered plasma from the third patient sample and the result was 1.43 ng/ml. The customer stated the patient had a "history", but the attending physician transferred the patient to another hospital based on the results from the e601 analyzer. The patient had a fourth sample drawn at the new hospital and it was negative on a siemens vista. The customer stated: the sample in question had been run on a triage meter, a beckman-coulter access, a siemens vista, and run as tnt on the e601 and all methods produced a negative result. The patient considered the triage result to be correct. The customer did not know if the patient was treated based on the discrepant result, but thought the patient might be discharged soon. The tni reagent lot number was 16750401 and the expiration date was 05/31/2013. The customer declined a service visit and thought the issue was sample specific.

Manufacturer narrative:
It was determined there was an interfering substance in the patient sample. An interference was generated by a high molecular weight compound, presumably igm. This type of interference is documented in the reagent package insert.

Manufacturer narrative:
The customer returned three samples for further investigation. The samples were tested using the tni retention kit with lot number 168231 and troponin t hs retention kit with lot number 165095. All the results received during this investigation corresponded with the customer's results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.